Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a rip in the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was 4fr s/l powerpicc solo catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed between the 7cm and 8cm depth markings. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: longitudinally aligned split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). The catheter material was visibly lighter in color at the fracture site. These features are characteristically found due to the sudden ballooning and fracture of the catheter tubing. The product instruction for use (IFU) contains warnings to help prevent this type of issue. The catheter pressure of 2068 kpa must not be exceeded during power injection procedures and the catheter must be verified for patency prior to infusion. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
The customer reported that the catheter had broken inside the patient's arm. Contact stated that it was almost impossible to remove it, "without something stuck." Additional information received from nurse: on (B)(6) 2016 - PICC line was inserted via the vena brachialis in a (B)(6) female patient. On (B)(6) 2016, the patient came to the department due to difficulty infusing/aspirating from the catheter. The catheter was pulled 2 cm. Nurse reported that after this was done, it is easy to aspirate and infuse. On (B)(6) 2016, the catheter went back to zero. It was not possible to aspirate from the catheter, but was fine to infuse. It was noted that there was some leaking from the insertion site of the catheter when infused. On (B)(6) 2016, a new thoracic x-ray was taken confirming the catheter location in the vena subclavian. Catheter was withdrawn the same day, and the patient received a cvk. It was reported that when the catheter was out of the patient, a "kink" and a longitudinal rip approximately 7.5 cm after zero was observed in the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reaq1157 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
The customer reported that the catheter had broken inside the patient's arm. Contact stated that it was almost impossible to remove it, "without something stuck." Additional information received from nurse: on (B)(6) 2016 - PICC line was inserted via the vena brachialis in a 72 years old female patient. On (B)(6) 2016 the patient came to the department due to difficulty infusing/aspirating from the catheter. The catheter was pulled 2 cm. Nurse reported that after this was done, it is easy to aspirate and infuse. On (B)(6) 2016 the catheter went back to zero. It was not possible to aspirate from the catheter, but was fine to infuse. It was noted that there was some leaking from the insertion site of the catheter when infused. On (B)(6) 2016 a new thoracic x-ray was taken confirming the catheter location in the vena subclavian. Catheter was withdrawn the same day, and the patient received a cvk. It was reported that when the catheter was out of the patient, a "kink" and a longitudinal rip approximately 7.5 cm after zero was observed in the catheter.